Event description:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("scan showed one of the springs were missing") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back ache"), arthritis ("arthritis") with arthralgia, fibromyalgia ("fibromyalgia"), bladder dysfunction ("bladder stopped working"), mobility decreased ("mobility was gone"), skin discolouration ("skin discolouration"), rash ("rashes"), abdominal distension ("bloating") and weight increased ("huge weight gain"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, arthritis, fibromyalgia, mobility decreased, skin discolouration and rash outcome was unknown and the back pain, bladder dysfunction, abdominal distension and weight increased had resolved. The reporter considered abdominal distension, arthritis, back pain, bladder dysfunction, device dislocation, fibromyalgia, mobility decreased, rash, skin discolouration and weight increased to be related to essure. The reporter commented: the patient was 45 years old at the time of the report. She was offered a normal sterilization after she was told that 1 coil was missing. After that, she started experiencing the reported events. The relief after essure removal was instant. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: one of the springs was missing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-nov-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 2.193 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.